Event description:
It was reported that during Meniscal Repair surgery, the TRUESPAN ORTHOCORD device would not fire. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by DePuy Synthes, or its employees that the report constitutes an admission that the product, DePuy Synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.H11 Additional Narrative:The product was not returned to Depuy Synthes, however a photo was provided for evaluation.Visual inspection of the returned photo found that the device is shown in used condition. The tip of the white sleeve was found slightly cut at the tip, due to the use. The device has signs of being deployed both plates. The plates are not shown in the photo. However with the photo provided it is not possible to verify the issue reported.The overall complaint was not confirmed as the observed condition of the TRUESPAN 24 DEGREE PEEK would have not contributed to the complained device issue.¿Based on the findings, the investigation could not draw any conclusions and no potential cause about the reported event can be established due to the insufficient evidence provided. The potential cause for the sleeve tip damaged is traced to the manipulation of the device during needle insertion. As per instructions for use; During needle insertion use a malleable graft retractor or slotted cannula to prevent the needle from catching on or damaging soft tissue (e.g. fat pad and/or articular surface). Once inside the joint space, remove the instrument. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of Depuy Synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.DEVICE HISTORY REVIEW:There was no non conformance regarding this lot.